Event description:
The affiliate reported the customer obtained a reactive toxoplasma gondii antibody (igg) result involving access 2 immunoassay system. Subsequent testing produced a non-reactive igg result with an alternate reagent lot. The erroneous result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Previous toxoplasma gondii antibody (igg) results obtained on the pt were 0.9 iu/ml (reagent lot number (B)(4)) and 7.0 iu/ml (reagent lot number (B)(4)). System check performed on (B)(4) 2009, resulted within specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.